Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing chest pressure, headache and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station device's no sound abatement foam. The patient has alleged chest pressure, headache and dizziness. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil verified the device provides airflow using a known good power supply. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, blower outlet seal, blower box upper cap, control dial, p4 power connector, flip lid, iso port, bottom enclosure, flip lid seal, lifting tray, heater plate, dry box seal, dry box. Unknown contaminate found on inside of the top enclosure, inside ui panel, inside bottom enclosure, flip lid, dry box. Hairlike substance found on bottom enclosure. A contaminate consistent with keratin was observed on the blower box. The manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. There were two error codes found. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.